Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level as the issue did not result in values outside the normal range. To resolve the situation, technical support assisted the customer by removing the pump from its case and confirmed the issue persisted. As a corrective action, a replacement pump was arranged to be sent to the customer, which includes updated software. The customer was instructed on returning the defective pump to tandem and understood the processes for setting up and using the replacement pump, including programming settings and connecting their continuous glucose monitor (cgm) to it.